Event description:
Per the clinic, the patient experienced dizziness with high stimulation levels. It was determined that the electrode array was not in the cochlea. The device was explanted (date not reported) and the patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
(B)(4).